Event description:
It was reported that the atrial lead had no capture and stimulation was observed on the left ventricular lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d284trk implantable cardioverter defibrillator (ICD), 2009-(B)(6), 4068-45, implantable pacing lead 1996-(B)(6), (B)(4).